Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number: (B)(6)) alarming for driveline power fault alarms and controller internal fault alarms was confirmed via analysis of the returned controller and review of the submitted and downloaded log files. The system controller returned in unremarkable physical condition. However, the controller was functionally tested, it was found that driveline power fuse f7 was electrically open. The fuse was replaced, and the system controller was functionally tested and passed. The controller was connected to the returned modular cable and was run for an extended period of time with no issue or alarm. Log files were reviewed, and it was observed that throughout the log file, controller internal fault and driveline power fault alarms were active, consistent with the damaged fuse. The onset of the alarms was not captured, so the exact cause of the alarms activating was not able to be determined. Provided information indicated that during pump preparation, several attempts were required to connect the modular cable and the pump cable before it connected. The difficulty connecting may have contributed to the reported event. The root cause of the controller fault alarms was determined to be due to the damaged fuse. The root cause of the damaged fuse was not able to be conclusively determined. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault, backup battery fault, internal controller fault, and power cable disconnect alarms. Section 2 of the IFU - ¿system operations¿ and section 2 of the patient handbook - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. This section also instructs users not to use damaged, or expired 11v backup batteries. It also explains that the system controller backup battery has a limited lifespan (36 months from the manufacture date). Therefore, it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. Per the IFU, replacement of the backup battery should be considered when less than 6 months remain before the mandatory replacement date, depending on the patient¿s clinic schedule. Section 2 of the patient handbook also instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. Section 10 of the patient handbook, ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for evaluation following a driveline power fault alarm that occurred during implant. The modular cable and system controller were exchanged in the operating room (or), and the original modular cable and controller would be returned for further evaluation. The log files captured various alarms associated with the new implant as well as the reported driveline power faults. The driveline faults were associated with a controller open fuse b fault. Controller fuses will open during over current protection events. During pump preparation, the customer initiated several attempts to connect the modular cable and pump cable before ultimately securing the connection. The modular cable and controller exchange resolved the alarm which did not recur. There was no adverse impact to the patient.